Event description:
It was reported by a field service tech that the handpiece leaked an oily substance while the equipment was being tested during a routine maintenance visit at the account. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. Based on the investigation details, the reported complaint was duplicated, and a sample was collected from the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.